Event description:
Caller reported a malfunction on the pump and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and since the warranty had expired, the caller expressed interest in obtaining an out-of-warranty loaner pump.